Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. During the analysis of the returned device, it was revealed that guidewire was separated at approximately 151.5cm from its distal end. Magnified examination of the fracture site showed the core wire was fractured. From the condition of the guidewire at the fracture site, it appears that the guidewire was bent first and then separated. In addition, the guidewire was found to be bent on several places along its length and the ptfe (polytetrafluoroethylene) coating was scraped off proximal to the fracture site. Functional analysis could not be performed due to the anomalies found on the product. Based on the currently available information and the analysis of the returned device, the cause of the observed damage on the device could not be determined.

Event description:
During the analysis of the returned device, it was found that the guidewire was separated approximately 151.5 cm from its distal end and the ptfe (polytetrafluoroethylene) coating had been scraped off. No clinical consequences reported to the patient.